Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer had high blood glucose levels of 185 mg/dl. The customer reported a button error alarm from the insulin pump. The battery of the insulin pump was reinstalled to no avail. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
No unexpected button error alarms were noted. Unable to perform displacement test due to unresponsive keypad. No button response on the esc, easy bolus and up arrow buttons due to flattened dome switches. The insulin pump also had minor scratches on the lcd window, cracked reservoir tube lip, scratches on the reservoiro tube window, and cracked battery tube threads.